Manufacturer narrative:
The investigation into the reported issue has been completed. No product was returned for evaluation. Data logs were reviewed and real time logs at time of pump stop showed pump p-level was turned down and then ¿impella stopped¿ alarm was triggered. There were no abnormalities seen with the placement signal or purge pressure. Multiple attempts to restart the pump were attempted without success. Clinical details noted that pump was being turned down before pump stop occurred. Additionally, the automated impella controller was changed and the pump was able to be restarted. The root cause of the pump stop could not be definitively determined as no product was returned for evaluation and limited clinical details were provided.

Manufacturer narrative:
Following initial inspection of the automated impella controller (aic), approximately 30 days following the event, it could not be determined if the issue was solely linked to the aic although the pump restarted after exchange of the aic. Therefore, both the aic and pump will be investigated. The impella 5.5 device was not received from the customer as it appears the device remains implanted, supporting the patient at the time of this medwatch report writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. This is one of two medical device reports associated with the event. Refer to manufacturing report number 1220648-2024-24566 for the associated automated impella controller. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. Approximately six days after start of support, an automated impella controller (aic) failure occurred resulting in a pump stop. The aic was swapped, and support was successfully reinitiated with the implanted impella 5.5 pump. The outcome of the patient as a result of the event was unknown. However, there was no indication or report of harm resulting from the failure.

Manufacturer narrative:
Added related manufacturer report number to h(10).